Manufacturer narrative:
B3: date of event - aware date of 20apr2023 used as event date is unknown. Implanting facility: (B)(6).

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported via social media that a device leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time peri or post procedurally, a device leak was identified. The patient reported persistent fatigue and dizziness and was instructed to continue taking clopidogrel.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported via social media that a device leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). At an unspecified time peri or post procedurally, a device leak was identified. The patient reported persistent fatigue and dizziness and was instructed to continue taking clopidogrel.